Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operate within the manufacturing specifications.

Event description:
It was reported that a ventilator had a high inspiratory tidal volume while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.